Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 1488t x 2 st. Jude lead implanted: 2004-(B)(6), 419688 lead implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient alert was triggered with alert tones due to right ventricular (rv) lead impedance out of range. The alert was due to low impedance. The physician turned off the low impedance alert and the lead remains in use. No patient complications have been reported as a result of this event.